Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(4)) has a leak at the internal coolant pump and the coolant runs out" was confirmed during visual inspection and functional testing. The root cause of the reported issue was the broken coolant pump, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in 2008 and is nearly 14 years old, well past the expected service life of 5 years. Upon visual inspection, the coolant pump was found broken, thus confirming the reported complaint. Upon review of the event log, no irregularities were found. Functional testing could not be performed. The device could not be used. The coolant pump was broken/cracked; thus, confirming the reported complaint. The probable root cause of the reported complaint was aging of the device. To remedy the issue, coolant pump was replaced. Following replacement of the defective part, the system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) has a leak at the internal coolant pump and the coolant runs out. The device is not ready for use. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.